Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer was hospitalized for the high blood glucose on (B)(6) 2015 for diabetic ketoacidosis. The customer was treated for the high blood glucose with IV drip. The customer does not know what caused the high blood glucose. Customer was wearing the pump at the time of hospitalization. The customer was sent a new battery cap. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.